Event description:
It was reported that three fibers used during a prostate procedure had to be replaced do to failure: the first fiber was replaced after 10:03 minutes at 46,126 joules of use ("fiber broke"). The second fiber was replaced after 37 minutes at 201,124 joules of use. The third fiber was replaced after 49 minutes at 288,846 joules of use. The procedure was completed using a fourth surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.